Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement and helix extension and retraction issues while trying to replace. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed continuity, hi-pot and x-ray tests. Lead was determined to have met specifications. Product investigation does not provide any additional information. Emdr decision remains the same.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement and helix extension and retraction issues. A new lead was implanted. No additional adverse patient effects were reported.